Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported upstream occlusion alarms which were confirmed during evaluation. A review of the event history log identified upstream occlusion alarms. The cause was determined to be a upstream/ultrasonic sensor out of specification. The upstream/ultrasonic sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had upstream occlusions that appear constantly. There was no patient involvement. No additional information is available.